Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-32541 and 1627487-2020-32542.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-32541 and 1627487-2020-32542. It was reported that the patient has their entire scs system removed on (B)(6) 2020 due to a staphylococcus aureus infection at the lead and ipg site. The patient was on antibiotics and had a PICC line inserted for multiple months. The infection was cleared and the patient recovered.